Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible which is consistent with the guide wire not being used in the patient as reported. Analysis confirmed the reported guide wire separation as the shaping ribbon was separated, 2.1 cm distal to the center solder. The tip coils were stretched distal to the center solder for a length of 4.5 cm which is likely the result of the reported guide wire separation. Scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to tensile overload. Failure of this manner, the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped with another device in order to create the required forces to damage the guide wire as described. It is possible that user removal technique contributed to the reported guide wire separation. Per instruction for use (IFU) preparation for use section, remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the wire to remove it totally form the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the wire while removing it from the dispenser. Guide wires are delicate instruments and should be handled carefully. Overall, based on the result of the sem analysis, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first bmw universal ii guide wire (part#1009664)/lot#1011472) is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during use, after trying to pull back the guide wire through a very narrow stenosis, the tip became unraveled. The guide wire was not jailed. The guide wire was removed in one piece, nothing remained in the patient. There were no patient effects. Then a second guide wire of the same size was prepared. While preparing this second guide wire, the tip came became unraveled. The second guide wire was not used on the patient. No additional information was provided.